Manufacturer narrative:
There has been no report of injury to patient or user. Olympus will further investigate the case in order to assess the incident. Reported in an abundance of caution.

Event description:
The failure reported is with the isolation transformer of the wm-np2 workstation. It has been reported that "the external elements of the socket are oxidized and the internal elements of the socket are burned."

Manufacturer narrative:
Okm investigation outcome 'the conclusion is thus ingress (due to inappropriate application) of corrosive fluids (possibly cleaning agents) into the mains inlet socket of the transformer, causing corrosion and poor electrical contact.this is expected to have occurred at the customers premises. Possibly by either inappropriate cleaning of the workstation or repeated and heavy "splashing" by other cleaning (floor mopping?). Exact root cause is open to speculation and could not be determined.